Event description:
The time of event is not during procedure. There was no report of patient harm. Suction nipple loosened.

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the suction nipple loose. Based on the result, we concluded that it was caused due to the excessive force applied on the suction nipple. In addition, our technician confirmed that the ccd drive pcb fluid damage, the insertion flexible tube coating damage, the ground wire coating damage, the insertion flexible tube compressed (short in length), the angle wire play, the insertion flexible tube attaching nut corroded, the electrical pin connector corroded, the lg connector corroded, the remote control buttons cut, the objective lens scratched, the ccd drive pcb malfunction, the ccd module with drive pcb defective, and the ccd module with drive pcb distorted image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0588(channel)" and/or the risk analysis results, it was evaluated to submit MDR.